Manufacturer narrative:
The reported unintended movement (clip open ¿ locked) could not be replicated during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis, the cause of the reported clip open while locked (cowl) during the deployment process cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. On the second grasping attempt, mr was reduced to grade 1. Deployment sequence was carried out without issue. After the clip detached from the clip delivery system (cds) the clip opened from closed to approximately 40 degrees, and the mr rose to 1-2. The clip remained stable on the leaflets, so it was decided to end the procedure. There was no adverse patient consequences and no clinically significant delay. No additional information was provided.